Manufacturer narrative:
This device bipap a40 was manufactured 05/12/2014 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
A bipap a40 device was sent to a service center for periodic maintenance. During evaluation, review of the device error logs confirmed several occurrences of ventilator inoperative in the alarm log indicating 3 reboots occurred within 24 hours. A philips representative reached out to the patient and the patient confirmed a ventilator inop alarm had occurred. The device was powered off and the patient continued use. There was no harm or injury reported. The occurrence was not confirmed at the service center. The system pca needs to be replaced to address the issue. The device was returned unrepaired and will be scrapped. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.